Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) noise, oversensing, inappropriate atrial tachy response (atr) episodes, and increased threshold measurements. The noise was noted to be due to minute ventilation (mv) oversensing. The impedance measurements were variable and had measurements up to greater than 3000 ohms. The noise was unable to be reproduced. A surgical revision was performed. During the procedure, the lead connection was checked and was normal. The measurements through the device were normal. Then the patient¿s ra lead was tested via the pacing system analyzer (psa) and measurements again looked good, but there was noise observed. The noise was believed to be due to the connection to the psa. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.